Event description:
It was reported that during the explant of the capped left ventricular (lv) the patient died. The capped lv lead became stuck in the coronary sinus during extraction. A laser was used to explant the capped lv lead. A pericardiocentesis was performed within minutes of the extraction of this capped lv lead. A cardiac tamponade had occurred, the chest was opened and the patient subsequently died. Further information regarding the death has been requested and not received.

Manufacturer narrative:
Further attempts for additional information were unsuccessful. The hospital has not returned medical records and the rep has not responded that the physician has had anymore information to add. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.